Event description:
The footrest was clamped to the head end of the table and when the table was tilted head down, the footrest detached from the table and as a result, the pt fell off the table. Reportedly, the pt had no injuries.